Event description:
It was reported to baxter (B)(4) that the fill port of one (1) ce infusor sv 2 device was disconnected from the housing before use. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "filling port was disconnected from the housing" was not confirmed. A visual examination of the unit found no evidence of a disconnected filling port. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.